Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore,¿an evaluation of the device was is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the automated impella controller (aic) had a purge pressure transmitter installation failure alarm and priming was not possible. The aic was replaced.

Manufacturer narrative:
The investigation for the reported console purge issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and visual inspection of the console reveals a missing purge flag and a crack in the purge retainer. The root cause for the purge disc not detected alarms was a defective purge pressure sensor due to missing purge flag. The retainer also had a crack. D4-updated model number. To conform to updated procedures, section d6 was revised with updated information.